Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to difficulty breathing/short of breath. There was no report of patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to difficulty breathing/short of breath. There was no report of patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. After the third attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, device was returned but it is available for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed.